Event description:
Complainant has been using this bottle of product since this past summer. Soaked contact lenses overnight then used the wetting solution to rinse the product. They were generally "having some degree of stinging but it is okay." They do not believe that they rinsed all the suspect product completely off the lens before they tried to place them in their eye. Complainant immediately felt a burning sensation, removed the lens and flushed eyes with cold water. They then called spouse who took them to emergency room. The dr examined eyes and stated that "cornea was abraised." The dr did not believe that the problem was the suspect product. Complainant is planning to see their personal eye dr. Consumer is unsure if this was a free sample from the co or a product purchased from a retail store. According to the consumer the label states "do not get solution in your eye."